Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Multiple infusion set site changes were performed and the occlusion alarms continued. A system check was performed and the occlusion was found to be within the cartridge. Tandem technical support advised the customer to perform a cartridge change to address the issue.